Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the tubing attached to the port has been detaching at the end of the tube where it meets the end piece. This is a huge concern because it leaves the line open to air (and potentially introducing microbes) as well as bleeding back from the patient which is distressing for families.